Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 40 and blood glucose was 120 mg/dl. Customer was educated on proper insertion and was also educated on blood glucose versus sensor glucose. Customer was advised to turn sensor off the evening and then change sensor and reconnect in the morning.